Event description:
Additional information received from the healthcare provider (hcp) indicated that they were assuming the lead break resulted after the fall/car accident. The shocking pain had been resolved.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# va0z2uj, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
No new information.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0z2uj, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the rep was called into a case on (B)(6) 2017 for a patient who was having a pocket revision. The revision was due to pain at the pocket site, which the patient described as a shocking pain. They had a fall a few months prior to the report and a car accident around the same time, which was around the same time the shocking pain started. The rep ran impedances on (B)(6) 2017 and all impedances were >4,000 ohms. There was a break in the lead, so they replaced the entire system. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.